Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) after ventricular pacing during the right ventricular threshold test in the office. Sensitivity adjustment did not resolve the issue. The patient does not ventricular pace, so the twos is not an issue other than during the threshold test. The right ventricular (rv) lead is still in use. No patient complications have been reported as a result of this event.